Manufacturer narrative:
An event of device embolization and repositioning the device in a later procedure was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 6/4mm amplatzer duct occluder was implanted. The device was deployed, however, it moved into the annulus of the aorta. The physician referred the patient to another hospital for review. The patient underwent a second procedure to retrieve the device and was re-positioned to a satisfactory position. The device was never removed from the patient. The patient was hemodynamically stable throughout the procedure and no patient consequences were reported.